Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: it was reported that during a ventricular tachycardia ablation procedure, radiofrequency (rf) energy was delivered in the ventricle setting for 30 seconds, which immediately induced ventricular fibrillation. Patient had an implantable cardioverter defibrillator (ICD). The ventricular fibrillation was recognized and treated with external defibrillation within seconds. The catheter was not in contact with the ICD lead but was in close proximity. In other areas of the right ventricle, mapping and ablation with either rf or pulsed field (pf) energy were completed without issue. The case was completed. No patient complications have been reported as a result of this event. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.